Event description:
It was reported that during the nephrectomy procedure that according to description given by or staff, sounds like a safety lockout. Unknown if the procedure was completed successfully. No patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 9/18/2023 d4: batch # 423c59 b3: date of event is 2023, event day and month unknown. Captured as 1/1/23. Additional information: heptic feedback was reported (vibrating instrument handle) and knife blade returned to home position. When device was opened, the reload was found to be not snapped into place. I watched this first hand as it played out. A manufacturing record evaluation was performed for the finished device batch number 423c59, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 10/19/2023. D4: batch # 423c59. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45s device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. Device history review: a manufacturing record evaluation was performed for the finished device batch number 423c59, and no non-conformances were identified.